Manufacturer narrative:
The device involved in the reported incident is not available for eval. An investigation has been initiated based on the reported info.

Event description:
It was reported during surgery (as the surgeon sutured the achilles tendon); when inserting the needle into the tendon the driver broke. The consequence was that the surgeon has an injury of the hand. There was no adverse consequence to the pt. The surgery was completed with a spare device. Additional info was requested by integra.